Event description:
It was reported that albumin could not be primed using an unknown baxter administration set. The customer also stated that it was reported that acetaminophen was able to be primed using the same administration set. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.